Event description:
A (B) (6) had been receiving tpn on a 12 hour cycled delivery regimen. An error occurred in entering the delivery rate into the infusion pump and instead of selecting a rate of 68 ml per hour the rate of 680 ml per hour was entered. The patient received the 680 ml over the next hour. The patient, consequently, required a higher level of care, including temporary admission to the ICU.